Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06025/06027).

Event description:
It was reported that patient underwent a radial head repair procedure on (B)(6) 2014. During the procedure, a non-locking screw would not anchor when attempted in two different plate holes. Therefore, the surgeon used locking screws with the plate. Additionally, it was reported that the tip of a k-wire and the tip of a screw driver fractured during the procedure and was retained by the patient.